Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon went to retrieve the gall bladder, they noticed a tear at the tip of the device bag. It was removed and another one was used to complete the procedure. There was no impact to the patient.